Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband called in to report a hospitalization due to high blood glucose levels. The friday before the incident the customer's basal rates were adjusted by her doctor. Later, the customer's blood glucose level was 585 mg/dl and the customer treated with a bolus, then the reading went down to 420 mg/dl. Half an hour later the reading went up again to 480 mg/dl and the customer was unable to change her set due to feeling very ill. The husband called paramedics and the customer was taken to the emergency room. The customer's blood glucose level at the time of admission was 599 mg/dl. The customer's symptoms included vomiting. The customer was wearing the insulin pump at the time of admission. The cause per the healthcare provider was high blood glucose levels. The customer completed troubleshooting for the high pressure test and it passed. The customer was advised to contact her doctor concerning the unexplained high levels. The product was not returned for analysis.